Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was received torn out of the lens vial. The lens was not loaded or used and there was no pt contact. The reporter stated the lens was defective.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaints were found.